Event description:
Patient in 3rd degree heart block intransfer to tertiary care facility. Pacemaker stopped functioning after approximately 30-45 minutes. Heartrate decreased to 30-40. Patient did arrive at tertiary care facility without problemdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, battery failure - accelerated depletion. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.